Event description:
Additional information was received from the hospital where the patient passed away. The patient presented to the emergency room on (B)(6) 2014 with lower back pain and pleuritic chest pain. He was subsequently diagnosed with community acquired pneumonia and admitted. He was started on antibiotics and pain medication. When the patient was being moved to the nursing floor from the emergency department he became unresponsive with a heart rate in the 30s and blood pressure that could not be measured. He was given one dose of atropine, but the patient¿s pulse stopped and his skin grew cold. The patient was coded do not resuscitate so no further interventions were performed and he was pronounced dead. The cause of death was determined to be: 1) community-acquired pneumonia 2) bradycardia, hypotension, and cardiac arrest.

Event description:
The funeral home manager reported that there was no documentation indicating that the devices were explanted prior to burial.

Event description:
It was reported that the vns patient passed away. The cause of death was not provided. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.